Event description:
This lead was attempted to be implanted on (B)(6) 2011. It was not used as they had issues with extending/retracting the helix. This procedure took place at hospital of (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).